Manufacturer narrative:
.

Event description:
Procedure: laparoscopy. According to the reporter: during the laparoscopy the surgeon tried to remove an ovary using the pouch, but the bag detached when the specimen was placed inside. There was no report of patient harm or impact.